Manufacturer narrative:
(B)(4). This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurement of greater than 3000 ohms and high pacing threshold. Rv lead fracture was suspected. During a device upgrade procedure, the physician elected to capped the rv lead. A new rv lead was successfully replaced. No adverse patient effects were reported.